Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent cartridge alarms (alarm 05) occurred. Additionally, an occlusion alarm occurred. Blood glucose was 240 mg/dl. A new cartridge was successfully loaded onto the pump to address the alarm.